Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Prior to the procedure, a baseline pericardial effusion was observed, likely residual from a previous ablation, though the date of that ablation was unknown. Instead of lidocaine, the physician administered subcutaneous heparin. The transseptal access was done with no issues reported. The watchman deliver system (wds) was advanced and deployed. A partial recapture was performed to open the shoulders of the device without altering its position, after which the device was successfully released. The patient remained in recovery for two (2) hours. A transthoracic echocardiogram (tte) revealed elevated blood pressure (150 mmhg) and an increase in the effusion size to 1.4 cm. No pre-procedure imaging was available for direct comparison. The effusion was circumferential, more posterior, and located toward the right atrium. Cardiac tamponade was also reported. No perforation was confirmed. A pericardiocentesis was performed, removing 300 ml of fluid. The patient experienced no further complications and was discharged the following day. No issues with transseptal access devices were reported. The device is not expected to be returned for analysis.